Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was 123 mg/dl. Troubleshooting was performed but the anomaly persisted. The discontinuation of the device was advised. Nothing further was reported. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump passed the displacement test with a test cap. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).